Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm the reactivity of the e antigen. Results were satisfactory. Patient sample was returned to ocd for testing. Reactivity was not observed with vss137. Pt sample produced variable results with additonal e+ cells tested.